Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device manufacture date: date of device manufacture year is xxxx. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received this failure was actually a power failure to the whole unit and not just a display failure. Reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would not turn on, preventing use of the device. This failure would prevent use of the unit and is therefore, is not a reportable malfunction.